Event description:
It was reported that (3) ez45b were used during a thoracotomy procedure. It was reported by the rep that the dr said "instrument misfired". The surgeon has used the ez45 many times and is very familiar with the instrument. It is unknown how the case was completed and there was no consequence to the pt.